Event description:
Caller states customer tested in the 200's (mg/dl) on the aviva system at midnight. Caller states customer#s left side of his body was in a "paralyzed state." Caller took customer to the hospital and arrived about 01:30. Customer tested 39 or 49 mg/dl on lab value. Customer tested 189 mg/dl on the advantage system at 02:00. Customer was treated with an IV (contents unknown) and glucose. Customer was sent home around 08:30. Requested return of suspect device, however customer no loner has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.